Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Analysis results showed that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 28 microwatts; however, this device was consuming over 182 microwatts and the power consumption is expected to continue to increase. The device reached elective replacement indicator (eri) a week and a half ago. It was suggested that the device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases due to hydrogen in the enclosed device case. Additional information from the field indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery. Correction to field e1: initial reporter facility name

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Analysis results showed that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 28 microwatts; however, this device was consuming over 182 microwatts and the power consumption is expected to continue to increase. The device reached elective replacement indicator (eri) a week and a half ago. It was suggested that the device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases due to hydrogen in the enclosed device case. Additional information from the field indicated that this device was explanted. No additional adverse patient effects were reported.